Event description:
It was reported by a company representative that this patient passed away. The representative found this from the neurologist office and the neurologist did not have any information on patient's cause of death. No additional relevant information has been received. An internal sudep evaluation was performed by the manufacturer which determined the death to be possible sudep.